Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. Customer did not report anything pressing up against the button to have triggered the alarm. There was no reported impact to customer's blood glucose level. Customer stated that they had not checked blood glucose levels.